Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, b7, g3, g6, h2.

Event description:
It was reported that a patient with a 25mm 3300tfx pericardial aortic valve underwent valve-in-valve intervention after an implant duration of eight (8) years, four (4) months due to calcified leaflets with severe aortic stenosis and elevated gradients. The patient initially presented with shortness of breath, dyspnea on exertion, and nyha ii heart failure. The tavr procedure was performed with a 26mm 9755rsl transcatheter valve.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 3300tfx pericardial aortic valve underwent valve-in-valve intervention after an implant duration of eight (8) years, four (4) months due to severe aortic stenosis with elevated gradients secondary to calcified leaflets. The patient initially presented with shortness of breath, dyspnea on exertion, and nyha ii heart failure. The tavr procedure was performed with a 26mm 9755rsl transcatheter valve. The procedure went well and the patient was noted to be recovering in the stepdown unit post procedure.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, d4, g3, g6, h2, h4, h6. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7-8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years, hyperlipidemia (hld), history of coronary artery bypass graft (CABG), and diabetes mellitus (dm).